Manufacturer narrative:
Additional information: d10, h6, h10. Device evaluation: one smiths medical cadd duodopa pump was returned for analysis. During analysis, the device was started up and ran with no issues. Event log history was performed and indicated that some "high pressure" alarm messages were recorded in history. Service replaced the downstream occlusion sensor as a preventive measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Manufacturer narrative:
End user reported in (B)(6).

Event description:
Information was received indicating that a patient manipulated a smiths medical cadd-legacy duodopa ambulatory infusion pump. It was reported that the patient was treated with deprax (oral) and quetiapina (oral). No additional information was reported. No adverse patient effects were reported.